Manufacturer narrative:
(B)(4). The lot number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cervical discectomy and fusion (acdf) surgical procedure, it was observed that the cutter device "was very jumpy, aggressive and difficult to control; and that it needed two hands to use. According to the report, the cutter device looked different and felt "more aggressive" than what she had previously used which was the same type of cutter device. It was further reported that the device was used with a long attachment device and handpiece device. There were no allegations of a malfunction with the attachment device nor handpiece device. It was reported that there was no delay in the procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated that the event occurred in (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.